Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances on the right ventricular (rv) lead measuring 2009 ohms. A lead safety switch (lss) also was declared which switched the pace/sense configuration from bipolar to unipolar. The health care professional will discuss with the physician to talk about a plan. At this time, the device and rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances on the right ventricular (rv) lead measuring 2009 ohms. A lead safety switch (lss) also was declared which switched the pace/sense configuration from bipolar to unipolar. The health care professional will discuss with the physician to talk about a plan. At this time, the device and rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this right ventricular (rv) lead was surgically abandoned and replaced and the pacemaker was also explanted and replaced. No additional adverse patient effects were reported.